Manufacturer narrative:
G.5 PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes, patient false positives. The customer reports that there is a problem of contamination of his pcrs which are all positive.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes, patient false positives the customer reports that there is a problem of contamination of his pcrs which are all positive.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they witnessed a run where all pcr results were positive and suspects contamination. A bd field service engineer (fse) was dispatched to the customer site where they performed disassembly and cleaning of all covers, enclosures, and interior surfaces of the instrument. The instrument was qualified and verified to perform to specifications. This complaint is unconfirmed as it alludes to environmental contamination. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.